Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: patella femoral mal-alignment.

Event description:
Update (B)(6) 2013: femoral component was not the issue it was the patient's natural patella that was resurfaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.